Manufacturer narrative:
PMA/510(k): this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing and pacing inhibition was observed on the right atrial (ra) lead. Abbott technical support was contacted and recommended performing provocation testing and pocket manipulations to investigate if the noise can be reproduced. No intervention has been performed at this time. The patient was in stable condition.

Event description:
During follow-up, noise resulting in oversensing and pacing inhibition was observed on the right atrial (ra) lead due to alleged but not confirmed insulation damage. Abbott technical support was contacted and recommended performing provocation testing and pocket manipulations to investigate if the noise can be reproduced. No intervention has been performed at this time. The patient was in stable condition.